Manufacturer narrative:
E1: alternative complaint contact: (B)(6). Product specialist phone: (B)(6). Mobile :(B)(6). (B)(6). Investigation summary: received one (1) used d1000 tego for inspection. As received, there was excessive seal tearing around the top rim of the tego. The reported complaint can be confirmed due to the damage found on the seal. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed and no relevant nonconformities were found that would have led to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
A complaint was received regarding a tego¿ connector that experienced tearing found during the investigation. The reporter stated "during dialystreatment (nr. 3 with tego) there is a sudden low artery pressure. No knicks on the tubes or other flow issues. A change of tego connector solves the problem. Normal artery pressure with new tego". The number of involved problematic device is 1. Type of procedure was dialysis. No serious injury or death. No considered clinically significant blood loss. There was patient involvement but no patient harm. Update: additional information states that there were no defects, tears, or cuts noted on the product. The product was stored on the storage on clinic (treatment room).